Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7104189.

Event description:
It was reported that the patient experienced wound dehiscence and erosion behind her right ear at the deep brain stimulation (dbs) lead extensions site. The patient underwent a revision procedure in which both lead extensions were replaced, and the wound was washed out with antibiotic solution, there were no signs of infection per the physicians assessment. The patient did well post-operatively. Physical analysis of the dbs lead extensions was not performed as they were retained by the facility.